Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. The customer stated that she received several no delivery alarms and changed several times the infusion sets. The customer stated that she was very sick and contacted her doctor. The customer tried to treat her glucose level with the insulin pump and the insulin pen, and the blood glucose kept rising. The paramedics were called and she was taken to the hospital. The customer stated that sometimes she uses the infusion sets more than three days. Advised customer to change the infusion set every two to three days. Troubleshooting was performed. The programming on the insulin pump was correct. The customer stated that her doctor changed the insulin type from novolog to humalog and the insulin pen had novolog insulin. Ran a fixed prime and high pressure test and the device passed the tests. No further information was provided.